Manufacturer narrative:
On 27-aug-2021, mentor received additional information about the event. The patient was scheduled to undergo bilateral explantation and replacement surgeries on (B)(6) 2021. On 09-sep-2021, mentor received additional information about the event. The patient had her explanted breast prostheses replaced with sientra gel breast prostheses. No issues were noted with the removed implants and they were removed intact. On 14-sep-2021, mentor received additional information about the event: it was reported to mentor that no rupture or capsular contracture was noted. The suspect medical device was discarded after explantation surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: breast rippling, breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate profile 425cc saline breast prostheses developed a random pain in her right breast in 2012. Over the years, the patient developed additional problems with her breasts including left breast rippling, patient can feel left breast prosthesis, bilateral breast tenderness, and the right breast feels harder (capsular contracture, baker grade unknown) and has random sharp pains. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.